Event description:
It was reported that the patients wife called and reported that the device exhibited a no disposable alarm, pump won't run. The settings were reviewed, pump powered off and on. Still has non disposable alarm. Clamped the tubing, powered pump back off, removed the cassette, rubbed tubing and tapped on a hard surface twice. Replaced cassette and powered back on, still has no disposable alarm. Repeated process again. Powered pump back off, tubing remained clamped. Instructed wife to call clinic, let them know the has 6.8 milliliters left, pump has no disposable alarm and will not run, and see what they want him todo. No further questions. No harm to patient. No additional information available. There was no patient injury reported.

Manufacturer narrative:
A service device history review was performed and the current problem was found not to be related to a previous repair of the pump within the last 12 months. The most probable cause due to improper user interaction with the product. No product was returned however the pumps operators manual indicates see user manual section references that the pump will alarm no disposable if a cassette disposable is damaged, the wrong type of cassette and or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, smiths medical will reopen this complaint for further investigation.